Event description:
During preventive maintenance service, device diagnostic history review indicated an spi bus faillure which may result in a vent inop occurrence. There was no patient involvement reported. The manufacturers service engineer replaced the data acquistion pcb to motor controller pcb cable to address the reported problem.

Manufacturer narrative:
Event date: (B)(6) 2014. Conclusion / root cause: the pins socket connector tabs spread wide apart in the cable to mc j2 connector not making contact to j2 connector mc pcba pins created the 100a error code. This report is being submitted as part of the remediation for CAPA (B)(4).